Manufacturer narrative:
Additional information provided: b.5 an unexpected tubing set with an unspecified issue was returned by the customer. The set was inspected for kinks, holes/tears in the tubing, and damages to the components. Visual inspection of the set noted pieces of the male luer component's collar were broken off and not returned for evaluation. No other issue was observed. Functional testing was deemed unnecessary due to the obvious damage. Pressure testing resulted in no leaking. The root cause was identified as design of the male luer component. The device history record for model me2017 could not be performed due to no lot number being provided for the reported suspect set sample.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a broken luer lock. No further information is available.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe, lot: 9344927, exp: 2022-11-30, 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the luer broke. No further information is available.